Manufacturer narrative:
A full analysis of the data logs and a review of the IFU has been performed and revealed that the verification step was not performed as recommended by the IFU although the rms was correct. Indeed, the user manual provides the necessary indications to perform the verification step and adequately indicates how to proceed if important errors are detected by the device. This analysis also permitted to confirm that the CT pre-operative used for the registration was not properly adjusted with the cta when both exams were merged, but then the CT was properly merged with the MRI. However, the reported impact on the surgery and the presumed inaccuracy cannot be confirmed since the post-operative exams have not been provided for analysis. Based on available information, the root cause of the event could not be conclusively determined.

Event description:
Placement of neuropace depth electrode was found to slightly superior to planned trajectory. Surgeon informed zimmer staff after a post-operative scan was performed. Rms for fiducial registration was 0.27.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI : (B)(4).

Event description:
Placement of neuropace depth electrode was found to slightly superior to planned trajectory. Surgeon informed zimmer staff after a post-op scan was performed. Rms for fiducial registration was 0.27 .